Event description:
It was reported that the customer passed away due to hypoglycemia, hypertension and kidney disease. The customer was wearing the insulin pump at the time of her death. The family declined to return the insulin pump for analysis. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.